Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-03162 and 1627487-2012-03163. The pt reported experiencing heating at her scs ipg pocket site when charging in addition to feeling discomfort at the end of her scs leads. A sjm representative advised the pt of charging instructions. Follow-up identified the pt's scs system was reprogrammed and adequate stimulation was achieved. The pt was scheduled for a follow-up appointment. No additional info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.